Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer reported about "a tube contaminated with a foreign matter." No further information was provided.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer reported about "a tube contaminated with a foreign matter." No further information was provided.

Manufacturer narrative:
H.6. Investigation: bd received one (1) sample for investigation (material # 365905, batch # 0038583). The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a silica clump. The silica clump is buildup on the coater nozzle which then flakes off during manufacturing. The tube should have been discarded prior to packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.